Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient; therefore, no direct product analysis is available. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.

Event description:
Same case as MFR report #: 6000093-2007-00914, 6000093-2007-00916, and 6000093-2007-00917. It was reported that approximately four days post procedure, the patient died. The pt had an mi from an occluded svg that the physician was unable to open. However, four liberte' monorail stents were placed in another svg that had significant disease. The procedure was completed and the patient was discharged (date unk). The day following discharge, the patient was found dead at home. No autopsy was performed. No additional information is available.